Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly revised due to broken modular neck. The neck broke when the patient got out of bed at night to go to the toilet. He had a numb feeling in the leg before. Low activity level.